Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited non-reproducible noise on the rate/sense and shock channel which caused pacing inhibition. No patient symptoms were reported.